Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose level measuring 500 mg/dl. The reporter stated the patient had been getting frequent loss of prime warnings on the pump and due to this, the patient disconnected themselves from the insulin pump overnight and their blood glucose elevated to 500 mg/dl. Treatment for the reported hyperglycemia event ws not reported. During troubleshooting by animas customer technical support, the reporter stated the patient had been refilling and reusing insulin cartridges and was not using cartridges per the manufacturer¿s instructions for use. Additionally, the reporter stated the patient had primed the insulin pump while still attached via the infusion set. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy associated with training/misuse issues; no product malfunction was indicated.